Event description:
(B)(6) clinical study. It was reported that following a coronary artery treatment procedure the patient experienced a stroke. The lesion being treated was unknown. The physician treated the lesion by implanting a 2.25x16mm taxus liberte stent. The physician also implanted 3 promus stents (3.00x12mm, 3.00x15mm, 3.00x18mm) in unknown locations. In (B)(6) 2010, the patient experienced a stroke. No further information is available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).